Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 2.5x28mm taxus liberte stent delivery system was unable to cross the proximal to distal rca (right coronary artery) lesion. When the device was removed from the patient, it was noted that the stent was damaged distally. The procedure was completed with another device with no patient complications. The patient was reported to be good post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).